Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the short black cover and the load plate cover were damaged. The autopulse platform is a reusable device and was manufactured on 01/15/2015. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and are unrelated to the reported complaint. A review of the platform archive log showed user advisory (ua) 41 (patient temperature sensor failure) in the data log. The platform was functionally tested and the autopulse platform exhibited ua 41 upon power up. Further investigation showed that the fan was operating correctly. The temperature sensor was replaced to remedy ua 41. Unrelated to the reported complaint, additional testing showed that the one of the load cells module was reporting too low at the high loads. Therefor this module was replaced. In summary, the customer's reported complaint of autopulse displaying ua 41 was confirmed during archive review and functional testing. The root cause was attributed to a defective temperature sensor. After the damaged parts observed during visual inspection and functional testing were replace, the platform passed all final testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Upon powering on the autopulse platform (s/n: (B)(4)) during a shift check, it was reported that platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The customer could not clear the ua 41 error message. Per customer the fan is working and the airflow is good. There was no patient involvement reported.